Manufacturer narrative:
Current info is insufficient to permit a final definitive conclusion as to the cause of the event. The implant was removed (B)(6), but was not returned within the deadline for MDR reporting. Mfg records indicated that the MFR lot met all release criteria.

Event description:
Pt complained to surgeon that after hearing a loud "pop" from his elbow, there is an occasional clicking sound when he bends his arm. Ot is not experiencing pain. X-rays reveal that the stem has fractured at the neck. Pt claims did not report any unusual or high stress activities at the time of the incident. Revision surgery was performed on (B)(6) 2015. Implant has been requested for eval.